Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed this entire lead body was returned severed at 12 cm from the is-1 pin. Resistance testing was performed to assess the leads electrical performance. Measurements were within normal limits. Calcium deposits were noted at the distal tip of the lead. Analysis concluded this lead was electrically continuous and the calcium deposits may have caused the increased lead impedance.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
When the revision procedure has been performed, or should additional information be obtained, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed high out of range impedance measurements. These measurements have increased gradually. All other lead measurements were within normal limits. As the lead integrity was confirmed, a revision procedure will be performed in the near future. Another pace/sense lead will be implanted. No adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed. No visual lead damage was revealed. A decision was made to replace the lead. The replacement device and this lead were implanted on the opposite body side. Post procedure, normal measurements were obtained. The lead will be returned for analysis.